Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. Matrixmandible screws broke during surgery. The surgeon notified that three(3) 6mm self-drilling matrix mandible screw heads sheared off upon insertion into the bone. Another plate and extra screws were used b/c the screws broke. The broken fragments are retained in the patient. There was no surgical delay. The surgery was completed successfully. The patient outcome was unknown. Concomitant device reported. Unknown insertion instrument (part# unknown, lot# unknown, qty 1). Unk - plates: matrixmandible (part# unknown, lot# unknown, qty 1) . This complaint involves three (3) devices. This report is for (1) 2.0 ti matrixmandbl scr self-drilling/6. This report is 3 of 3 for (B)(4).